Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the light guide cable involved with this complaint and completed the device evaluation. Failure analysis did not confirm nor replicate the reported complaint. Visual inspection was performed, and no damage to the light guide cable was observed. The light guide cable was connected to the in-house system and passed the transmission efficiency test. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Per field evaluation, the fse found that the lightness in video setting was too low. To avoid any hardware problem, the fse replaced the illuminator and light guide cable. The system was tested and verified as ready for use. Isi received the illuminator involved with this complaint to perform failure analysis. The illuminator was installed on an in-house system with a verified lamp and worked normally. The unit was power cycled 10 times to allow it to warm up. The illuminator behaved normally. There was no issue with light intensity when powered on by the camera and from the console. The complaint was not confirmed based on failure analysis. The light guide cable is a field scrap item and will not be returned to isi for further investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the light intensity of the illuminator was poor. The customer was not able to get a clear image from the vision side cart (vsc) monitor and external screen. The customer stated that no error appeared. The customer received phone assistance from the intuitive technical support engineer (tse). The tse had the customer check the light intensity setting, which was 100 percent. The tse had the customer replace the lamp, but the issue was not resolved. The tse guided the customer to check the light guided cable, and it did not have any damage. The surgeon elected to convert the procedure to laparoscopic surgery. There was no patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use with no issue. The conversion did not result in increasing port size incision or adding additional ports. There was no patient injury due to the conversion.